Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Explant of aortic bioprosthetic valves can be due to multiple mechanisms. In this case, the medical facility responded to edwards request for medical records. In the response received it was indicated no additional information will be forthcoming for this event. The cause for the valve explant could not be determined with the limited available information. There is no information to suggest a device quality deficiency related to this event. Per the IFU, device explants are potential risks associated with the use of the thv, delivery system, and/or accessories. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our implant patient registry department, approximately 3 months post implant of a 29mm sapien 3 valve in the native aortic valve, the valve was explanted and a surgical valve was implanted. The reason for the valve explant is unknown at this time. The valve was deployed with nominal volume and landed in a 90:10 aortic/ventricular position, and there was none/trace paravalvular leak post deployment.